Manufacturer narrative:
This report is a duplicate of MFR report #3006630150-2012-02417.

Event description:
A report was received that during a lead revision procedure, the physician explanted the ipg as he suspected malfunction of the device. The patient is reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision procedure, the physician explanted the ipg as he suspected malfunction of the device. The patient is reportedly doing well following the procedure.